Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent a pocket revision and ipg replacement procedure. The patient was doing well postoperatively. The explanted device will not be returned as the facility kept the device.